Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 26-nov-2021 indicated that the patient¿s health status has improved. Anonymized procedural imaging is not available for review. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that the patient underwent mechanical thrombectomy of a right middle cerebral artery (m1 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/unknown lot number) and experienced bleeding complication during the procedure. It was stated that the vessel in which the embotrap ii was deployed was thin and this may have led to the intraprocedural bleed. The hematoma enlarged, so the patient underwent a craniotomy procedure (under anesthesia) to remove the hematoma. The patient¿s clinical symptoms had improved compared to those at the time of stroke presentation. It was last reported that the patient remains hospitalized for continuous monitoring. The embotrap ii device was allegedly used as per the instructions for use (IFU). Concomitant devices used during the procedure are unknown. The target vessel was not completely obstructed. However, since the patient¿s neurological symptoms were aggravated, the procedure was performed via combined technique. The target thrombus was retrieved, and the patient¿s baseline neurological symptoms had dramatically improved. However, ¿since the position where the complaint et ii was deployed was a thin vessel, bleeding complications occurred.¿ additional information received indicated that the patient¿s health status has improved. Anonymized procedural imaging is not available for review. No further information could be obtained. The device was discarded; therefore, no further investigation can be performed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Intracranial hematoma secondary to vascular injury/trauma is a known potential procedural complication associated with the embotrap ii revascularization device. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including vessel characteristics (i.e., vessel size/diameter), clot burden/characteristics, device selection, operator technique, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The intracranial hematoma is a serious injury which required surgical intervention to prevent permanent injury and the relationship of the embotrap to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that the patient underwent mechanical thrombectomy of a right middle cerebral artery (m1 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/unknown lot number) and experienced bleeding complication during the procedure. It was stated that the vessel in which the embotrap ii was deployed was thin and this may have led to the intraprocedural bleed. The hematoma enlarged, so the patient underwent a craniotomy procedure (under anesthesia) to remove the hematoma. The patient¿s clinical symptoms had improved compared to those at the time of stroke presentation. It was last reported that the patient remains hospitalized for continuous monitoring. The embotrap ii device was allegedly used as per the instructions for use (IFU). Concomitant devices used during the procedure are unknown. The target vessel was not completely obstructed. However, since the patient¿s neurological symptoms were aggravated, the procedure was performed via combined technique. The target thrombus was retrieved, and the patient¿s baseline neurological symptoms had dramatically improved. However, ¿since the position where the complaint et ii was deployed was a thin vessel, bleeding complications occurred.¿